Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing was missing blue rings which caused the tubing to separate. There was a delay while retrieving a new set. There was no patient involvement.

Manufacturer narrative:
Correction on initial report: h.6.

Event description:
It was reported from pediatric cardiology that the tubing was missing blue rings which caused the tubing to separate and causes delay while retrieving a new set. There was no patient involvement associated with this event.

Manufacturer narrative:
Additional information provided: d.4, d.10, h.4, & h.6. (Device code). Correction; h.6. (Patient code). The customer¿s report that the tubing was missing blue rings was not confirmed because the ring retainers were returned with the set. The customer's report that the tubing separated was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. Visual inspection of the set noted the silicone segment was completely separated from the upper fitment¿s outlet port. Further visual inspection of separated silicone segment end, observed an o-ring indentation on the silicone segment. The indentations did not show that the ring was misaligned along the silicone tubing, indicating that it had been correctly assembled onto the set. No damages were observed on the upper or lower fitment. No other anomalies were observed. Dimensional testing performed found the upper fitment to be within specification(s). Functional testing was deemed unnecessary due to separation and that an obvious leak would occur. The root cause for the customer¿s report that the tubing was missing blue rings was not identified. The root cause of the separation was that the silicone segment was stretched at the pumping segment.

Event description:
It was reported from pediatric cardiology that the tubing was missing blue rings which caused the tubing to separate and causes delay while retrieving a new set. There was no patient involvement associated with this event.